Event description:
The customer states that they received a false negative result in the rh-d typing. No erroneous results were reported.

Manufacturer narrative:
Cts discussed with the customer possible causes of the reported false negative, including the possibility that the transfused donor cells in the patient's sample migrated to the bottom of the sample tube during centrifugation due to the difference in specific gravity between autologous cells and donor cells. Cts also discussed the position of the provue probe when red cells are aspirated for testing ( the provue probe descends to the bottom of the red cell layer picking up more of the donor cells). Cts was able to confirm that the customer does have an active sop that supports the retesting of any rh negative sample off of the provue to be performed by the traditional tube method to potentially detect any future discrepancies that may occur if no blood group history was available. (B)(4). Service not needed.